Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultralink meter was reading inaccurately high. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The patient claimed the alleged issue began on (B)(6) 2011 at approximately 3:30-4am. The patient stated he tested his blood glucose on the subject meter and received a reading of 'hi' (greater than 600mg/dl) which he claimed was higher as compared to his feelings/normal readings. The patient advised the cca that he manages his diabetes with novolog insulin vie pump therapy and denied taking any action regarding his diabetes management routine. The patient claimed that within minutes after testing he vomited. The patient stated he took '25 units' of novolog insulin and it took about 1 ½ hours to feel better again after taking the insulin. The patient reported that he tested again using his mother in law's meter (onetouch ultramini) later that day and considered his result normal, result remained unknown. The patient stated that he tested his blood glucose the night prior to receiving the value of 'hi' and although he could not recall the reading obtained, he claimed it was ''ok.'' At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct. The subject test strips were in good condition, however, a quality control solution test was not performed since the patient did not have the solution available. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to an adverse event. The patient's symptoms did not correlate with lfs's definition suggestive of a serious injury and the self treatment was consistent with the reported lfs meter results. However, this complaint is being reported because the result obtained on the subject meter would suggest that the patient was severely hyperglycemic but his symptom did not fit this definition.

Manufacturer narrative:
Follow-up # 1 (11/22/2011)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by product analysis with the following findings: on (B)(6) 2011 the meter was tested and no faults were found. On (B)(6) 2011 the test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.